Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results when compared to her dr's meter. Readings were not provided for either device. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.